Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): analysis revealed that the defib conductor was distorted.

Event description:
It was reported that during implant attempt, the svc coil spread out. The lead was not implanted. No patient complications have been reported as a result of this event.